Manufacturer narrative:
Follow-up # 1 ¿ (04/04/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/3/2014 and 3/26/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 27 mg/dl and 126 mg/dl on the reported meter within 20 minutes. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, and the test results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.